Event description:
It was reported that a home health nurse called boston scientific technical services (ts) and indicated the patient's heartrate was forty beats-per-minute. Ts referred them to their physician. The device and leads remain in service. No adverse patient effects were reported.